Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for low draw volume with the incident lot was not observed. Additionally, 20 retention samples for each lot (60 total) from bd inventory were evaluated by draw testing and no issues were observed relating to low draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use 3 tubes were under filled with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, translated from dutch to english: the filling of the citrate tubes is not sufficient. We still notice that the filling of the citrate tubes is not sufficient and we therefore need to dispose of tubes before the expiry date to prevent underfilled tubes from being sent in. Can we take another look at this? Is it an option to bring the date forward as previously suggested these were made on july 7. (Hung more than 10 sec).

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9304906. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-10-31. Medical device lot #: 9347833. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-12-13. Medical device lot #: 0008718. Medical device expiration date: 2020-10-31. Device manufacture date: 2020-01-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use 3 tubes were under filled with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, translated from dutch to english: the filling of the citrate tubes is not sufficient. We still notice that the filling of the citrate tubes is not sufficient and we therefore need to dispose of tubes before the expiry date to prevent underfilled tubes from being sent in. Can we take another look at this? Is it an option to bring the date forward as previously suggested these were made on july 7. (Hung more than 10 sec).